Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported an incomplete lasik flap during a lasik procedure. Part of the bed and edge section had to be opened mechanically, more than the usual degree. During surgery, it was not possible to notice that the lasik flap was incomplete. The procedure was successfully completed. The visual status or visual acuity of the patient was not affected. Patient was feeling fine. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause cannot be determined conclusively.